Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Per documentation, the patient reported a skin reaction. The patient removed the sensor patch and experienced itchiness, redness, drainage, burning, inflammation, swelling, dry and flaky skin, a rash and a raised area which was warm to the touch. He was evaluated by an hcp who performed advised the area be drained. The following day, the hcp performed an incision and drainage procedure and applied a pack-type dressing on the raised area that was infected. The patient was prescribed oral and topical antibiotics (clindamycin 300 mg; mupirocin 2% ointment). The event occurred ten days after the sensor had been inserted into the abdomen. No other details were provided. Per medical review, this report would constitute a serious adverse event as there was a serious injury (infection) that required medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient removed the sensor patch and experienced itchiness, redness, drainage, burning, inflammation, swelling, dry and flaky skin, a rash and a raised area which was warm to the touch. He was evaluated by a healthcare personnel (hcp) who advised the area be drained. The following day, the hcp performed an incision and drainage procedure and applied a pack-type dressing on the raised area that was infected. The patient was prescribed oral and topical antibiotics (clindamycin 300 mg; mupirocin 2% ointment). No additional patient or event information is available.